Event description:
Rptr is an rn. Rptr has a bsn. Rptr has worked in the med field for many yrs, as an emt & an rn. On 6/1/98 most of the way through their shift, they broke out in hives over their whole body. They started on rptr's hands & arms. Rptr had bronchospasms, which required use of albuterol inhaler. Rptr also needed benadryl.